Event description:
It was reported the single use balloon dilator v (with knife) wire was broken. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography and was prolonged for less than thirty minutes. There were no reports of patient harm.

Manufacturer narrative:
E1 to be continued: (B)(6): (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.